Event description:
It was reported that the pt was not feeling stimulation on the left side of the body. The pt fell approximately one year prior to this report. The device showed impedance readings greater than 4,000 ohms on some of the bipolar pairs. The therapy impedances were noted to be within normal range. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).